Event description:
It was reported that the patient underwent an initial knee surgery. The patient was walking well until a sudden medial tibial pain. Subsequently, the patient was revised approximately 6 months post-op due to loosening. During the surgery, the surgeon noted mild osteopenia as well as osteolysis and medial tibial collapse. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42502206602 - femur trabecular metal cruciate retaining (cr) narrow porous - 65667007. 42522100510 - articular surface medial congruent (mc) right 10 mm height use with tibia sizes c-d/cr femur sizes 8-9 - 67121516. 42540200029 - all-poly patella cemented 29 mm diameter - 67061146. 66056768 - palacos r+g fast - 76091591. G2 : foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.